Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that death occurred. The target lesion was located in the left anterior descending (lad) artery. Percutaneous transluminal coronary rotational atherectomy (ptcra) was performed and a 2.75 x 32mm promus element plus drug-eluting stent was introduced. During deployment of the stent, the patient experienced ventricular fibrillation and died.